Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and atrial pacing capture threshold was elevated. Atrial pacing impedance current average of 586 ohms and measurements varying from 447 to 687 ohms. An atrial lead warning occurred on (B)(6) 2014 with 996 low impedance paces counts of impedance as low as less than 100 ohms. Atrial capture management trend data shows average threshold measurement 2.25 or greater throughout the record. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that lead warnings were triggered due to low impedance on both the right ventricular (rv) and right atrial (ra) leads. Both leads have also exhibited an increase in threshold since implant. The leads remain in use. No patient complications have been reported as a result of this event.